Event description:
On february7, 2006 that a customer had a problem with a foley catheter. The customer states that a catheter was inserted into a male pt in the emergency dept- 101ml was inserted into balloon and within 2 hrs, the catheter was found in bed and balloon had burst.